Event description:
The manufacturer's representative reported that, the pt was experiencing unspecified withdrawal symptoms and telemetry was difficult. The pump is approximately 5.5 years old. The physician decided to do pump and catheter replacement. A follow-up report will be sent if add'l info becomes available to us.

Manufacturer narrative:
.